Manufacturer narrative:
The opticross device was returned for analysis. An impedance test was performed with the above referenced calibrated equipment. Impedance testing showed an electrical open at distal wave form. The complaint device was sent for x-ray analysis to characterize the electrical failure further. Based on the x-ray analysis, no discernible defect could be seen.

Event description:
It was reported that device detachment occurred. The 78% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. During preparation it was noted that the core of the catheter was detached. The procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that device detachment occurred. The 78% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. During preparation, the catheter`s core was detached. The procedure was completed with another of same device. No patient complications were reported.